Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was using an in.pact av for treatment of a 100mm fibrous plaque lesion in the cephalic vein. The vessel diameter was 5mm. A 6fr non medtronic sheath and a 0.018 non medtronic guidewire were used. An non medtronic indeflator was used for inflation. The device was prepped as per the IFU. It was reported difficulties were experienced during inflation. 6fr3cm non medtronic sheath andnon medtronic were inserted and the lesion was crossed. Non medtronic device was used for anterior expansion. The guidewire was replaced with 0.035 non medtronic 150cm. It was reported the air leaked at 8atm and the balloon could not be expanded even though it was expanded with in.pact av 5mm12cm, contrast agent did not leak from the balloon, so it is assumed that the leak was from the hub or the shaft. The pressure was increased with the indeflator but the balloon did not expand sufficiently and deflated, so the blood vessels could not be expanded. Another in.pact av 5mm12cm was used to expand for 3 minutes and the procedure was completed. The device did not pass through a previously deployed stent and no resistance was encountered.